Event description:
It was reported that, after a refill, the personal therapy manager (ptm) showed an old refill date of (B)(6) 2013. At the time of this report, the patient just had a refill. Decoupling and recoupling instructions were given to the reporter. The device system contained dilaudid. It was later reported that the concentration of drug was unknown, no event logs were taken. The patient was doing well and no product was explanted. It was later reported that after refills in the past, the personal therapy manager (ptm) hadn¿t updated to the correct refill date. The last time this happened was 2-3 months prior to the report. At the most recent refill on (B)(6) 2013, it did update it to the correct refill date. The device system contained dilaudid and an unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8583, lot# n307564, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).